Event description:
Total parenteral nutrition 3 liter bag spiked w/ intravenous pump set and punctured bag. ( this is facility's 3rd occurrence in 2 wks.) The punctures appear to occur due to the length of the piercing pin or the "sharpness" of the pin.